Manufacturer narrative:
Qc was within the established ranges. Service was not dispatched for this event. The customer was not questioning instrument performance. Due to belated reporting of this event to bci, no patient sample is available for investigation. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a normal thyroid stimulating hormone (tsh) result generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory, but was questioned by the physician as not matching the patient's clinical presentation. Subsequent testing by another methodology produced a result below the normal reference range. It is unknown if the patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.